Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® tapered implant 5/4 x 10mm (bopt5410) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot number. The reported device was located on tooth # 9 and was implanted for approximately 7 months. The customer provided x-rays, however examination by med affairs manager, could not determine any sinus involvement due to poor x-ray quality. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported the implant was removed because it was affecting her sinus area #9. She also confirmed that the area was grafted and it was sent home to heal. The reported device was not returned and the reported event is could not be verified as the customer provided no objective evidence and medical events are non-verifiable. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because it was affecting the patient's sinus area. The area was grafted and and patient sent home to heal.